Event description:
The user facility reported expereincing poor gas exchange approximately 2-hours after initiating a pediatric vsd repair procedure. The oxygenator was changed out and the case was completed without any further complications. The patient condition was reported as 'ok' after the procedure. The reported blood loss due to the change out is estimated at less than 100-cc. Additional event specific information was not available.